Manufacturer narrative:
A philips technical consultant reached out to the customer to troubleshoot the issue. The customer requested a field service engineer (fse) to assist the staff with setting defaults. The customer was provided a quote for onsite support; however, no response was received from the customer.

Event description:
The customer reported that their system rebooted due to a power issue; however, it did not keep the alarm limit settings. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.